Manufacturer narrative:
(B)(4). Baxter evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was reproduced and confirmed. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.